Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11568. It was reported that a perforation and pericardial effusion with tamponade occurred. Prior to this left atrial appendage (laa) closure procedure a catheter ablation with irrigation had been performed. During this laa closure procedure a 30mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. Before they deployed the closure device, the patient briskly moved their right leg dislodging and moving the tip of the access system, which caused a perforation to the laa and subsequently a pericardial effusion with tamponade. A pericardiocentesis was performed, but the bleeding continued and was surgically treated. The issue was resolved and the patient's current status is stable.